Event description:
It was reported that during an appendectomy procedure, the surgeon placed the device over the base of the appendix and fired. The device cut but only half of the staples were formed causing a leak from the appendix base. Appendix base was oversewn and abdominal cavity washed out with saline. The or time was extended due to oversewing and washouts. No device will be returned.